Event description:
Post-op day 1 from pulmonary artery repair, after extubation patient suffered massive hemorrhage, chest was opened at bedside and bleeding noted at the right pulmonary artery at the superior distal aspect of the homograft patch. 4-5mm hole in right pulmonary homograft patch at superior distal aspect of the patch.